Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, seroma and lymphadenopathy.

Event description:
Patient reported right side "pain", breast feeling "hard" and anxiety. Patient later reported "presence of some folds of the envelope and a minimum amount of liquid surrounding the implant", "mild thickening and enhancement of the fibrous capsule is observed", "an elongated lymph node of usual size measuring 15x8mm is observed at level I of the right axillary chain, presenting, however, a discrete focal cortical thickening of 5mm", "capsular contracture" baker grade unknown and "right axillary lymph node disease." The report of "mild retroareolar ductal ectasia with a maximum caliber of 4 mm". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b7, h6, g2.

Event description:
Patient reported right side "pain", breast feeling "hard" and anxiety. Patient later reported "presence of some folds of the envelope and a minimum amount of liquid surrounding the implant", "mild thickening and enhancement of the fibrous capsule is observed", "an elongated lymph node of usual size measuring 15x8mm is observed at level I of the right axillary chain, presenting, however, a discrete focal cortical thickening of 5mm", "capsular contracture" baker grade unknown and "right axillary lymph node disease." The report of "mild retroareolar ductal ectasia with a maximum caliber of 4 mm". The device remains implanted.

Event description:
Patient later reported capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5.